Event description:
A bilateral lap inguinal hernia repair was done (B)(6) 2009. Product used parietex pro grip mesh. The mesh gave away causing swelling in left groin, passing urine and other medical complications. The next surgery was done (B)(6) 2011 which left me with swelling in the left scrotum, fluid build up, pain every day. Present mesh is ultra mesh. (B)(4).